Event description:
Pt was having upper endoscopy done. Pt went to surgery in 2002 for exploratory laparotomy. Tube was removed from stomach without problem. Hospital has removed this product from gi lab & are ordering new ones.